Event description:
Caller indicated the relion micro meter was reading high. Caller stated that at 6:52 am she took her bgl and her result was 285 she felt that the reading was high, which prompted her to take another test. At 7:03 am she retested, relanced her finger got a new drop of blood and her bgl result was hi (over 600 mg/dl) this prompted caller to contact us. Caller does not have control solution to test the meter. Caller is unsure of what symptoms to watch for, unsure of what readings are too high/low. I have suggested that she contact her health care team to get more information. Caller recently had surgery and stated that she doesn't seem to have any symptoms unrelated to her surgery, she is tired and thirsty. No treatment given. Controls not used. Replaced product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.